Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 08/31/2018, the customer alleged that she had developed mastitis twice, which has since resolved, while using the pump, for which she had been prescribed antibiotics and was referred to a lactation consultant whom she had seen twice and had confirmed she was using the pump correctly with the correct size breastshields. Additionally, she indicated she has had many clogged ducts and they usually happen about twice a week. She stated that although they are very painful and can take from hours to days to resolve, she is able to clear them after multiple nursing sessions. She is also using a medela manual pump, which seems to work better for her. The customer was offered and accepted contact by a medela clinician. In additional follow up with a complaint handler on 09/05/2018, the customer indicated that she had tried the replacement pump and it had good suction, but she was still not expressing well. The customer was contacted by clinical multiple times, with no response as of the date of this report. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 09/17/2018 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed, although during the evaluation a noise was detected. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2018, the customer reported to medela llc that she had returned to work and was pumping with a pump in style breast pump, which she alleged was causing clogged ducts because it was not emptying her breasts - the pump expresses approximately 3 ounces and then, afterwards, she can hand express an additional 3 ounces.